Manufacturer narrative:
B4:(B)(6) 2021. Additional information was provided that the issue occurred during set up for use with no delay to therapy. The customer troubleshot with technical support and replaced the power switch overlay to address the reported issue; the unit was returned to use.

Event description:
It was reported that the ventilator had an light emitting diode (led) failure. There was no patient involvement.